Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current blood glucose level was 172 mg/dl. Customer also reported that the sensor gave incorrect readings. Customer reported that the sensor glucose level was 50 mg/dl and customer ate to treat it and when he check his blood glucose level it was 400 mg/dl. Troubleshooting was declined for high blood glucose. The insulin pump and sensor will not be returned for analysis.